Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient said they had to turn their stimulator off because on sunday morning it "stimulated so bad it ran down the battery and their back so quick. Patient said it was like razor blade pain going across their stomach and pancreas area. Patient got home and turned their stimulator off and the pain quit. They stating it was a jolting sensation. Patient stated this has happened in the past. The patient was redirected to their healthcare provider to further address the issue.